Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
(Report 9 of 12). It was reported during removal surgery that the surgeon broke two driver tips. The surgeon cut the plate, and the screws adhered to the plate were removed completing the surgery. This incident resulted in a 30-minute delay. No other patient consequences were reported. There are 12 related report numbers for this event 3025141-2025-00041 - 3025141-2025-00052.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned t8 stick fit hexalobe driver (part number 80-0759, batch number 597433), the three 2.3mm x 18mm locking cortical screw (part number co-t2318-s, batch number 591148), acu-loc® 2 vdr prox plt, std, l (part number 70-0350-s, batch number 578456), 2.7 x 14mm l low profile hexalobe screw (part number 3040-23014-s, batch number 556079), 2.7 x 12mm nl low profile hexalobe screw (part number 3041-23012-s, batch number 537539), 2.7 x 13mm nl low profile hexalobe screw (part number 3041-23013-s, batch number 576957), 2.3mm x 12mm locking cortical screw (part number co-t2312-s, batch number 562767) 2.3mm x 14mm locking cortical screw (part number co-t2314-s, batch number 586952) and 2.3mm x 18mm locking cortical screw (part number co-t2318-s, batch number 591658) was examined visually under magnification. All screws returned had clear signs of use with markings/deformations in the driver recess and damage to the thread form. One screw (batch number 556079) was still engaged into the plate. The plate was returned in 3 pieces due to the surgeon cutting the plate to remove it. The returned drivers both had torsional and oblique fractured patterns. A torsional fractured pattern likely indicated an excessive twisting load about the driver's central axis, while an oblique fractured pattern likely indicated some side loading (bending), away from the driver's central axis, was also applied to the hexalobe tip. Hexalobe breakage may have occurred when excessive force was applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bones or bony on-growth. Per complaint notes the drivers and plates were broken during removal surgery. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.